Manufacturer narrative:
(B)(4) the subject rt225 infant bias flow breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt225 infant bias flow breathing circuit failed a ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt225 infant bias flow breathing circuit failed a ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) method: the subject rt225 infant bias flow breathing circuit was returned to fisher & paykel (f&p) healthcare new zealand where it was visually evaluated and leak tested. Results: visual inspection identified no notable damage on the returned device. Leak test confirmed that the device is within specification. Conclusion: we are unable to confirm what may have caused the reported leak test failure as there was no fault found with the returned device. All rt225 infant bias flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant bias flow breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient.